Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included insomnia. The concomitant medication included zanaflex (tizanidine) 2mg once at night for insomnia. On an unspecified date, about two weeks prior from the reporting date, the consumer started using reach total care multiaction toothbrush four times a day to brush her teeth (route-dental, lot number-24111sgs1, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, while brushing her teeth, the toothbrush broke and cut the inside of her mouth. She did not use the device further. The event did not resolve. This report was assessed as non serious. The company causality was assessed as possible. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2012. The device name was updated from reach total care multiaction toothbrush to reach by design toothbrush. The report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the device name was updated from reach by design toothbrush to reach total care plus whitening toothbrush. A sample was not received. Batch record review performed for lot 24111sgs1 was acceptable. No deviations were noted. No adverse trends or lot trends were noted. No manufacturing or facility issues occurred from 2010 to 2012, that would have affected this product. No related product changes have occurred since the start of production in 2010 for this product. Visual evaluation of the retain sample met specification. Based upon an acceptable document review, lack of a sample and no adverse trends a root cause cannot be determined for this complaint. Monitoring of complaints will continue. The report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a (B)(6) female consumer reporting on self from the united states. The medical history included insomnia. The concomitant medication included zanaflex (tizanidine) 2 mg once at night for insomnia. On an unspecified date, about two weeks prior from the reporting date, the consumer started using reach total care multiaction toothbrush four times a day to brush her teeth (route-dental, lot number-24111sgs1, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, while brushing her teeth, the toothbrush broke and cut the inside of her mouth. She did not use the device further. The event did not resolve. This report was assessed as non serious. The company causality was assessed as possible. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2012. The device name was updated from reach total care multiaction toothbrush to reach by design toothbrush. The report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the device name was updated from reach by design toothbrush to reach total care plus whitening toothbrush. A sample was not received. Batch record review performed for lot 24111sgs1 was acceptable. No deviations were noted. No adverse trends or lot trends were noted. No manufacturing or facility issues occurred from 2010 to 2012 that would have affected this product. No related product changes have occurred since the start of production in 2010 for this product. Visual evaluation of the retain sample met specification. Based upon an acceptable document review, lack of a sample and no adverse trends a root cause cannot be determined for this complaint. Monitoring of complaints will continue. The report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included insomnia. The concomitant medication included zanaflex (tizanidine) 2mg once at night for insomnia. On an unspecified date, about two weeks prior from the reporting date, the consumer started using reach total care multiaction toothbrush four times a day to brush her teeth (route-dental, lot number-(B)(4), expiration date unspecified). After an unspecified duration, on (B)(6) 2012, while brushing her teeth, the toothbrush broke and cut the inside of her mouth. She did not use the device further. The event did not resolve. This report was assessed as non serious. The company causality was assessed as possible. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2012. The device name was updated from reach total care multiaction toothbrush to reach by design toothbrush. The report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included insomnia. The concomitant medication included zanaflex (tizanidine) 2mg once at night for insomnia. On an unspecified date, about two weeks prior from the reporting date, the consumer started using reach total care multiaction toothbrush four times a day to brush her teeth (route-dental, lot number-24111sgs1, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, while brushing her teeth, the toothbrush broke and cut the inside of her mouth. She did not use the device further. The event did not resolve. This report was assessed as non serious. The company causality was assessed as possible. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.